Manufacturer narrative:
A biomérieux internal investigation has been completed with the following results: complaint trend analysis and device history record there is no CAPA, no non-conformity for vitek ms linked with customer's complaint. Since january 2016, no similar complaint has been recorded. No isolate of streptococcus agalactiae was misidentified as corynebacterium durum. Investigation *fine tuning: status good at the time of acquisition. *spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator and sample ¿all peaks¿ values are heterogeneous. *knowledge base (kb) review: the expected identification (streptococcus agalactiae) is present in vitek ms kb v3.2. As no fine tuning was needed during the tests, vitek ms should identify this strain correctly. However, based on the information provided, the expected identification has been defined as unknown (no reference method performed to identify the samples). *sample data analysis: analyze of mzml sample show that number of all peaks was heterogeneous during the issues (between 47 and 128). This could be explained by a non-optimal spot preparation of the samples strains (culture, spot, different operator¿). The potential misidentification as corynebacterium durum was obtained from the spectra having the lower number of peaks (47) and with a low identification score (-0.39) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result (-0.40). By reprocessing the customer data with saramis kb v4.16 (ruo), spectra which gave misidentification results as corynebacterium durum led to "no identification". Conclusion: the root cause analysis concluded to non-optimal sample preparation. It was recommended to the biomérieux's local customer service to: - check sample preparation with the customer. Provide the ¿customer training materials¿ to help him to improve his spot preparation technique (video, training, ¿ ): global website link: http://go.biomerieux.com/gcs-tutorial and to contact gcs expert unit for coaching. - propose vitek® pickme¿ (ref 423551/ 423546) to the customer in order to improve the spot quality.

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time-of-flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in-vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. The vitek® ms system is intended for laboratory use by healthcare professionals who are trained in microbiology and good laboratory practices. Incident description: on the 7th of june 2021, a customer in the united states reported to biomérieux that they have obtained potential misidentification of streptococcus agalactiae with the product vitek® ms instrument (ref. 410895, serial number not provided). It is understood that the vitek ms reported a corynebacterium durum, but the expected identification was streptococcus agalactiae. Results were as follows: vitek ms results: - single choice to corynebacterium durum (1st spot) - single choice to streptococcus agalactiae (new spot from same plate) other method : unknown expected ID: unknown as no identification reference method was performed, but thought to be streptococcus agalactiae by the customer culture conditions: - culture media : tsa 5% sheep blood - incubation: 20-21 hours at 35-37°c (8% co2) there is no indication or report from the customer that this event led to any adverse event related to the patient's state of health. An investigation has been initiated.